Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented to clinic complaining of high heart rates (palpitations). Review of merlin on demand transmission noted that the patient was in atrial fibrillation and device was undersensing every other atrial event due to programmed device settings. Device was not triggering auto mode switch and was pacing at maximum trach rate. Recommended programming changes will be made. Further information is not available yet.